Manufacturer narrative:
Investigation pending.

Event description:
The caller alleged a variance between inratio inr results as follows: (B)(6) inratio a=6.2, inratio b=2.3. Inratio a is the nurse's monitor. Inratio b is a monitor at the facility. Patient's therapeutic range: 2.0-3.0. Patient prior result: (B)(6) inratio=2.4. Technical service spoke with (B)(6) who originally called in the complaint and nurse (B)(6) who performed the test.

Manufacturer narrative:
Customer did not provide reference values for the inratio inr results of 2.4 from (B)(6) 2015, 6.2 from (B)(6) 2015, and 2.3 from (B)(6) 2015 comparison. Unable to determine the accuracy of the inratio results without this information. The monitor associated with the complaint was returned for investigation. The customer's complaint of discrepant high was replicated during in-house testing for one test set. Although this was replicated, a review of all results from therapeutic donor t03 on (B)(6) 2015 showed a high frequency issues across multiple lots, a donor specific issue cannot be ruled out as a cause for the observed issue. No product deficiency was found for lot 343593. The release specification is within the calculated confidence interval of the percent flier rate for complaint investigation testing. Product meets performance expectations. The manufacturing records for the lot were reviewed. The lot met specifications and no non-conformances were documented. Root cause could not be determined from the information provided by the customer. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.